Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name: pipeline flex w/shield technology model #: ped2-450-20. The pipeline flex with shield device was not returned for analysis as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that pipeline flex embolization device did not open during the procedure. The patient was undergoing embolization of an unruptured saccular aneurysm measuring 12 mm x 4 mm located in the left internal carotid artery (ica). The distal and proximal landing zone was 4.5 mm x 4.3 mm. The patient¿s vasculature was moderate in tortuosity. Prior to the event, the physician had started to deploy the ped through the non-medtronic microcatheter but had problems getting the distal end of the ped to open due to the tension caused by pushing it against the upper wall of the vessel. As the physician continued to try to open the ped, it slipped back. An attempt was made to recapture the ped in order to position it more distally, but the ped slipped all the way off the bumper when the physician moved microcatheter forward. Rather than removing the ped, the physician allowed the distal end to open by unsheathing it and then pushing until the distal tip was apposed to the vessel and the ped was successfully deployed in this way, but a second ped was required to cover the distal portion of the aneurysmal artery due to the original only having only 1 mm of coverage distal to the aneurysm. The second ped was deployed without further incident and the final result was good. There were no reports of patient injury in association with this event.